Manufacturer narrative:
Additional information has been requested, a follow up report will be submitted as new information is gathered. The device will not be returning for investigation.

Event description:
The presentation took place as part of routine long-term x-ray monitoring of patients in whom an m6 prosthesis was implanted. Changes in the condition of the implant or the surrounding anatomy were to be assessed, particularly perforated bone loss, associated osteolysis, and material decomposition. The patient reports neck pain with tingling paraesthesia in the left hand. The physician noted that the patient showed bone erosion above and below the prosthesis on the anterior side, as well as at the level of the posterior edge of the cervical spine. Osteolysis following implantation of a c5/6 disc prosthesis in 2012, surgically treated by explantation and spondylodesis (spinal fusion) of the c5/6 disc on (B)(6) 2025.

Manufacturer narrative:
It was reported that following routine x-ray monitoring, a patient had revision surgery to remove a m6-c, due to bone loss/osteolysis. Imaging was provided and reviewed. Pre-op x-ray images show the cervical spine with slight kyphosis and loss of disc height. Degenerative changes at c5/6 are also noted. Intra-op image shows the cervical spine with a disc replacement at c5/6 that appears appropriately placed and sized. (B)(6) 2012 x-ray confirms the disc is appropriately placed and sized. No changes suggesting osteolysis, loosening, or reduction of disc space are evident. (B)(6) 2012 image confirms the above. No changes noted. (B)(6) 2012 images show no obvious abnormalities surrounding the disc replacement. (B)(6) 2012 x-ray images confirm the disc is still well placed. No abnormalities noted. MRI images show slight artifacts surrounding the implant. No other changes or spinal cord compression noted. (B)(6) 2013 x-rays show no evidence of loosening or loss of disc height. (B)(6) 2024 images show cystic osteolytic changes anteriorly and posteriorly at the c5 level. The disc replacement also appears to have lost some height. (B)(6) 2024 cts and x-ray show partial collapse of this disc replacement at c5/6. Large osteolytic changes are present anteriorly and posteriorly at the superior endplate. Cystic lesions are also present in the c6 vertebral body. Images are highly suggestive of loosening. X-rays confirm loss of height and presence of cystic lesions. (B)(6) 2025 mris show osteolytic changes in the vertebral body but no evidence of spinal cord compression. (B)(6) 2025 post-revision image shows the disc replacement has been removed and replaced by a cage with screw fixation. No device was returned; therefore, no device examination could be performed. No microbiology or pathology testing reports or results were provided. Based on the information provided, it was not possible to determine the cause of the product experience. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 39 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 39 line 16 - dysesthesia or numbness paresthesia. Rmf 0003 rev 39 line 12.73.4. - resorption or osteolysis, without infection/infected. Abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
The presentation took place as part of routine long-term x-ray monitoring of patients in whom an m6 prosthesis was implanted. Changes in the condition of the implant or the surrounding anatomy were to be assessed, particularly perforated bone loss, associated osteolysis, and material decomposition. The patient reports neck pain with tingling paraesthesia in the left hand. The physician noted that the patient showed bone erosion above and below the prosthesis on the anterior side, as well as at the level of the posterior edge of the cervical spine. Osteolysis following implantation of a c5/6 disc prosthesis in 2012, surgically treated by explantation and spondylodesis (spinal fusion) of the c5/6 disc on (B)(6) 2025.